Manufacturer narrative:
The surgeon's request for a 11.5 mm distal resection was mistakenly aligned for a 9.5 mm distal resection by the engineer during the block design.

Event description:
It was reported that the surgeon experienced some difficulty with the block fitting properly during surgery which extended surgery time 30-60 minutes.